Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had low blood glucose. Customer changed the infusion set and had high blood glucose. Customer's blood glucose was 467 mg/dl. Customer was unable to complete troubleshooting at time of the call. Customer will not be returning the device for analysis.